Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mvs did not power in. It had a blown din rail fuse. The blown din rail fuse was replaced and a system check out was performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that there was no power to the mobile view station (mvs). There was no patient present when this issue was identified.